Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for evaluation. The functional inspection of the returned handpiece found that the handpiece motor required higher than normal torque to move. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. A review of the service history (over 110 cases, 110+ sterilizations) of the device showed that it was likely at the end of its life expectancy, which may have contributed to the reported event. It is suspected that the motor is beginning to deteriorate, requiring higher static torque to move the drill.

Event description:
It was reported that there was a homing failure not allowing the surgeon to move forward with the case. The handpiece was replaced in order to continue with the case. The device was not being used with a patient during the event. The results of the investigation have concluded that the torque value found is higher than the torque nominal value, which makes it a reportable event.